Event description:
A malfunction was reported with a tandem pump, indicating an error in its operation. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.